Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuation"), ovarian cyst ("ovarian cyst") and psychological trauma ("psych injury"). The patient was treated with surgery (endometrial ablation and hysterectomy partial, salpingectomy bilateral / hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, vaginal discharge, vaginal infection, bladder disorder, fatigue, migraine, nausea, abdominal distension, weight fluctuation, ovarian cyst and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, dysmenorrhea, pelvic pain , abdominal pain, menorrhagia. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), ovarian cyst discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unspecified: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record #us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2019-10126) and #us-bayer- (B)(4) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-(B)(4) which will be retained. Event menorrhagia make serious incident. Events added- ovarian cyst, psych injury. Reporter information, aka name, lab data were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, bladder disorder, fatigue, migraine, nausea, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, dysmenorrhea, pelvic pain , abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unspecified: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, bladder problems, fatigue, migraine, nausea, bloating, weight fluctuation. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.